Event description:
It was reported that shaft break occured. A 2.25x32mm promus premier¿ stent was selected and prepared to treat the lesion. During insertion to the non-bsc rotating touhy valve adaptor outside patient's body, the shaft fractured and it was noted that the pieces of the shaft were still outside the hemostatic valve. The physician then simply pulled the fractured portion of the shaft out of the guide catheter by hand. No additional devices were used for the retrieval. The procedure was completed successfully with another of same device. No patient complications were reported. Patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).